Manufacturer narrative:
E4: initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was returned and evaluated. Visual and functional testing were performed. The sample was found intact. The event history log ehl showed an high alarm displayed cassette not attached properly. The investigation did duplicate the reported issue of bad sensor. The root cause of the reported issue is unable to be determined. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor was replaced.

Event description:
It was reported that the device had a bad sensor. No patient injury was reported.